Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an undocumented number of incidents of device breakage. The customer contact reported that the device lacked bevel edge and that the teflon ws too fragile which hindered access to the vein causing breakage or collapse, an inability to visualize the venous return immediately, and an increase of phlebitis inpatients. No specific details were provided. There were no reported delays of therapies critical to any patient. No medical interventions were reported. Although requested, no additional information was provided.